Event description:
It was reported that the patient¿s ¿pain level has just gone up a little bit¿. This information indicates a sensation of general pain in addition to specific joint pain as previously reported.

Event description:
It was reported that the patient was supposed to be refilled but had an emergency and went out of town. The patient's alarm started to go off and when he got back in town he was unable to be refilled because of the (B)(6). The patient's pump was set to be refilled on monday, (B)(6) 2012. The patient started to get sick and his pain level had increased. The patient also started to shake and his joints started to hurt. The patient was advised to seek emergency care if needed. The device system was used to deliver fentanyl, bupivacaine, baclofen, dilaudid, and water. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j11276r68, implanted: (B)(6) 2002, product type catheter. (B)(4).